Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to rou-en y bypass, staple load would not fire. The handle was unable to move once loaded. They open a new reload to complete the case. It was not used for patient.